Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided showed no definitive evidence of a loosened locking cap. The exact cause of the reported issue cannot be determined.

Event description:
It was reported by a representative from (B)(6) that creo mis locking caps have loosened post-operatively.